Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis was unknown. The pt was not hospitalized for the event. The same day, the pt began treatment with inj. (Injection) vancomycin (1.5 gram, frequency and route not reported), inj. Amikacin (100 mg, frequency and route not reported) and inj. Heparin (1000 unit each bags 3 days and route not reported) for the event of peritonitis. At the time of this report, the pt was recovering from the event, the pd fluid was clear and the pt was still on vancomycin and amikacin. Pd therapy was ongoing. Additional information was requested but was not available.